Manufacturer narrative:
Replacement parts were sent out to the customer. Several attempts were made to retrieved the suspected items too be returned. Natus will investigate this further once the customer has returned the items to natus.

Event description:
Natus medical received a complaint on (B)(6) 2017. A representative calling on behave of the customer, reported that the customer was having issues with the tips. The following information was noted, "there is less stem/tubing and when you squeeze the foam to put on oae push into hear, you're actually pushing tubing through the foam so the tubing sticks into their ear. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.